Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high pacing thresholds on the right ventricular (rv) lead. The lead was reported to have also fractured and exhibited high impedance. Contact was unable to be made with the patient so an ambulance was dispatched to the patient's home. The patient was found deceased. No further information was reported.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the alert was believed to have been triggered by the natural death of the patient rather than a product performance issue.